Event description:
Pt (B)(6) underwent the replacement of a dual chamber pacemaker. The rv lead had evidence for lead failure with absence of capture at maximum pacing output consistent with a conductor fracture.